Manufacturer narrative:
Concomitant medical products: product ID 8781 lot# unknown serial# implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown, ubd: unknown, UDI#: unknown if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the pump and ¿catheter serré¿ were replaced by the same physician one year ago. It was further reported that the patient came to the physician with baclofen withdrawal symptoms. The physician decided to explant the catheter and the pump. The physician investigated the issue at the operating room. She discovered during the surgery that the catheter was damaged near the pump connection and there was also a loop in it. It was indicated that nothing apparently was wrong with the pump, but they decided to replace both the catheter and pump. The complete catheter was explanted and replaced. Regarding factors that may have led or contributed to the issue, it was noted that there was nothing. The issue was resolved as of 2022-nov-25. The patient was without injury regarding their status as of 2022-nov-25. The patient's gender, medical history, age, and weight at the time of the event were unknown or would not be made available.

Manufacturer narrative:
H3: analysis of the catheter revealed a kink in the catheter body in addition to damage to the transition tubing. Analysis of the pump revealed no anomaly. As per the logs, the pump administered baclofen with concentration 500.0 mcg/ml. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0221389718 implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, lot #: 0221389718, ubd: unknown, UDI#: unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The previous pump and catheter were replaced one year ago due to normal end of life of the pump, and the surgeon chose to replace the catheter also at that time. The onset of the event / baclofen withdrawal symptoms were clarified as having occurred on (B)(6) 2022. The serial/lot number of the pump and catheter that were replaced on (B)(6) 2022 were clarified. The catheter was deteriorated near the pump connection. The pump and catheter were to be returned to the manufacturer.